Event description:
The customer reported to baxter technical support of four (4) occurrences of a cut in the tubing of the interlink paclitaxel set, product code 2c7558, lot number r10c04012, while using a flo-gard pump. The cut seems to be at the location of the blue slide clamp. It is used with chemotherapy drugs, therefore the defective tubing was discarded. There was no patient injury or medical intervention reported. No other information was available.

Manufacturer narrative:
Samples have been discarded due to chemotherapy contamination by the customer. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported that the customer was taken to the hospital for high blood glucose. It was stated that the insulin pump had a button error alarm, and it could not be cleared. The buttons were unresponsive and the customer's blood glucose went high. No further information was provided.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, however, a batch review was performed on the reported lot and was within specification.